Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation on going. Report 2 of 2, see related medwatch report numbers: 0001920664-2020-00025.

Event description:
The user facility in (B)(6) reported a plastic filament entered the eye during surgery. There was no patient injury.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete. Report 2 of 2, see related medwatch report numbers: 0001920664-2020-00025.